Manufacturer narrative:
Additional information: according to the information received from the field a revision surgery is planned due to an migration of the conductor link in the ear canal in the setting of a radical cavity. The reported issue is likely related to the surgical method used during implantation surgery. Revision surgery was planned but has been postponed twice already.

Event description:
The user has a radical cavity and therefore the surgeon drills a channel for the conductor link and covers it with cartilage to prevent it from moving. However, over time the electrode has moved out of the channel and is now present in the ear canal. A repositioning surgery was scheduled on (B)(6) 2025, due to this migration of the conductor link. The surgery has not taken place yet and it has been postponed twice already.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A repositioning surgery is scheduled on (B)(6) 2025 due to an extrusion of the conductor link.